Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system's computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system shutdown while the site was loading a disc. There was no patient present when this issue was identified.